Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 2 months after implant placement. The bone quality was not reported. The oral hygiene around implant site was good. Local infection, peri-implantitis, and pain were found during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.